Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation during a routine follow-up, an episode of non-sustained vt was observed. Review of the egm revealed oversensing and an external source of emi. The lead was tested and the noise was not reproducible. The patient will continue to be monitored.